Event description:
The facility representative contacted baxter to report a colleague infusion pump which had failure code 812:02. This condition has the potential to cause an interruption of delivery. The event occurred in the intensive care unit. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:02 on channel a was confirmed and reproduced during product evaluation. However, due to refusal of the estimate by the customer, no assignable cause was made. The pump was returned unrepaired. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.